Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed, "cassette not attached" error. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No previous service history was found. During visual inspection found that the battery door was missing, the battery compartment was damaged, and the lens was scratched. Functional testing did not confirm primary complaint of cassette not attached error. Updated software and calibrated sensors. Pump passed all tests.